Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available a follow up supplemental report will be submitted.

Event description:
Received information regarding cartridge alarm during the load process. Reportedly, the alarm did not appear in the history. The blood glucose level was not impacted. The customer was able to load a cartridge successfully and resume insulin delivery.